Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with 0.2ml juvéderm® volbella¿ with lidocaine for ¿palpebromalar and lacrimal sulci correction¿. One month later, patient reported "a deep furrow under eyes, a tired appearance, edematous "bags" under [their] eyes" that was inconsistent and increased with nightly face washing regime, when tired, and most pronounced in the morning lasting for about 1-2 hours. Patient also reported that edema periodically appeared under left eye and patient didn't like their tear-stained appearance. The swelling under left eye remained throughout the day and gradually the upper eyelid swelled and became heavy; this was accompanied by headaches between eyebrows and left temporal region. Upon examination, hcp did not observe what the patient reported and suggested an ultrasound. There were no findings on right side. On the left side, "at a depth of 2.0-4.4 mm, a hypoechoic area (structure) of a linear shape 6 x 1.5 mm is revealed, more likely an enlarged lymphatic vessel. There are no signs of hypervascularization (inflammation)¿. After the ultrasound, patient remembered they experienced an injury to the region. Approximately two weeks later, patient reported severe pain and "protrusion" in the area of the lacrimal furrow. Patient was treated with 1500 iu longidaza®. Symptoms resolved.